Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the patient was transferred to ICU, the staff experienced a leakage on the cuff. The patient was extubated and reintubated with another endotracheal tube. The patient is currently in stable condition.